Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 24, 2023.

Manufacturer narrative:
This report is submitted on february 15, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to non use. There are no plans to re-implant the patient with a new device as of the date of this report.